Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery excessive and experienced a motor anomaly. The customer did not know the blood glucose reading. He stated that the insulin pump continued to alarm about 15 minutes after an infusion set change. He noted that the no delivery alarms would occur during the basal and manual prime process. He declined troubleshooting for the matter and replacement of the insulin pump. He was advised not to disconnect the reservoir and relock it in. Nothing further reported.